Event description:
An arjohuntleigh service tech was sent on-site; it was reported that the staff had moved the marisa jib from the lowest position on the mast to the highest position so they could lift a resident out of her wheelchair. The staff placed a sling under the resident, attached it to the lift and proceeded to lift the resident from the wheel chair. When they turned the lift to place the resident over the bed, the jib fell off the marisa mast, causing her to fall to the floor. At this time, the jib fell, landing on her left leg. The resident suffered a broken femur and was admitted to the hospital for treatment.

Manufacturer narrative:
The arjohuntleigh service tech offered the following statement based on interviews with the facility staff: "the staff believes that they did not push the jib all the way down into the locking position on the mast; (service tech) was unable to recreate (the reported situation), the jib locked onto the mast every time with little effort." Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted under registration (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.